Manufacturer narrative:
S/w version 4.11c; retainer ring black; pump case = ngp. Customer returned pump for alleged insulin blocked alarm during bolus found on (B)(6) 2023. Pump received with missing retainer ring. Pump passed the self test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test and test p-cap locked into the reservoir tube due to missing retainer ring. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, corroded battery tube, and harness vibrator assembly. The following were noted during visual inspection: pillowing keypad overlay, cracked case (battery tube), battery tube threads - cracked, label damage (faded and stained), detached retainer and missing o-ring (reservoir tube). Unable to confirm insulin blocked alarm due to missing retainer ring. No unexpected insulin flow blocked alarms noted in pump history download. No anomalies noted on electronic/motor assemblies. Retainer ring damage confirmed. Reservoir unable to lock into place confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had an insulin flow block. Troubleshooting was performed and later it was declined. It was unknown whether the issue was resolved or not. The customer tried delivering a bolus with the current blood glucose and it was not interrupted by an alert, 8 units were recommended by the pump and were delivered successfully. The length of time the customer has been using the infusion set was 1 day. The customer stated the pump was impacted by a recall led up to the reported event. The product issue(s)/allegation(s) was reported and the customer was checking the field corrective action retainer ring when the issue occurred. The location of damage was a broken hinge. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.